Event description:
No additional information is available.

Manufacturer narrative:
1. DHR/bhr review (lot#4310705): 1) the products of this batch were assembled at intima ii auto line 4 in nov 2024 and packaged at cfs package line in nov 2024. Work order quantity was (B)(4) ea. 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3) review the production records with no nonconformance, deviation or rework activities. 2. The customer provided four photos and one video but did not return the complaint unit. The photos show: sku 383005, batch number 4310705; the extension tube of the unit has obvious bulging and deformation. The video shows liquid leakage at the bulged and deformed area of the extension tube. 3. Functional testing (45psi leakage test) was performed on a retained sample of the complaint batch, the result qualified, no leakage was found. 4. Sku#383005 is an intima ii product (pvc extension tubing, y connection site), which has not been declared to be used for high-pressure injection. The intended use for the bd intima ii product is the intravascular administration of fluids. The forcing of liquid through the product during enhanced CT may cause the extension tubing to rupture. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormalities are found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. The returned photos and video show deformation and leakage at the extension tube of the unit. Since the product is not suitable for high pressure injection, the root cause of the rupture and leakage at the extension tubing is likely related to improper use of the product.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y18gax1.16in prn/ec slm leaked with power injector (B)(6) 2025. During an enhanced examination, a patient was administered iodixanol injection via a closed-system intravenous catheter. Approximately 10 ml of iodixanol injection had been infused when the high-pressure syringe display indicated elevated pressure. Concurrently, blood seepage was observed at the tubing connection of the closed-system intravenous catheter. Inspection revealed the seepage resulted from a ruptured tubing.

Manufacturer narrative:
Investigation results: no abnormalities are found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Since the product is not suitable for high pressure injection, the root cause of the rupture and blood leakage at the tubing area is likely related to improper use of the product.

Event description:
No additional information.